Event description:
It was reported that the clickline metal outer sheath tubes are very rigid which have caused breakage below the joint.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction is provided in section g2. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Instrument broke during gastric bypass procedure; the surgeon informed the nurse circulating in the room that the instrument was broken. The nurse collected the broken pieces and she asked the reprocessing team leader nurse to note the equipment breakdown. All the pieces of the instrument have been recovered. There was a five-minute delay in the procedure. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device will be forwarded to the manufacturing site for investigation. Should relevant additional information. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
During the investigation, deviations in the adhesive bond and an unusual breakage point were identified. These anomalies indicate that the product was either used outside the intended specifications or handled improperly. The location of the break in the assembled state does not indicate a material or design defect but rather suggests external influences or tampering that are not part of the regular manufacturing process. The analysis did not reveal any indications of errors in connection with the labeling, the device itself, or its history. All production-related quality controls were passed successfully, and no deviations were found in the manufacturing records. The labeling was complete and contained all relevant instructions and warnings. An evaluation of the complaint history also revealed no accumulation of similar cases[?]no trend or systematic cause could be identified. The available findings rule out a production error. Rather, the results indicate improper handling or external influences by the user. This event is filed under internal complaint ID_(B)(4).